Event description:
The customer reported that the insulin pump had a button error alarm that could not be cleared. The customer stated that none of the device's buttons were held down for more than three minutes. Blood glucose level at the time of the incident was 187 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The unit had a cracked case at the display window corner, minor scratched lcd window, and a broken reservoir tube lip.